Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail broach handle appears to be loose.

Manufacturer narrative:
The complaint description states that one of the corail broach handles appears to be loose, the broaches appear to be hanging on by a thread. The device associated to the complaint was not returned for analysis. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination ((B)(4)). Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.